Event description:
It was reported that there was a catheter disconnect/occlusion. It was noted that the patient ¿started having a lot of leaking out of his spinal column (spinal csf fluid) coming out,¿ and in the ¿later part of (B)(6) 2012¿ the patient had a second surgery, ¿for where the catheter went into the spinal cord.¿ it was added that a doctor said ¿that the pieced that goes on the end of the catheter and exits into the spinal cord wasn¿t on the end of it,¿ it was not implanted into his spinal cord and was missing. The surgeon told the patient that he ¿didn¿t know what was holding it in there,¿ because the surgeon ¿couldn¿t find the piece and if the piece was there [during the initial implant procedure] it should be somewhere and couldn¿t find anything in patient and can only assume it wasn¿t put on in the first surgery.¿ it was unclear if the ¿missing¿ piece was an anchor or part of the catheter. It was noted that ¿the quality of care has gone straight downhill; it¿s been a nightmare of a situation for patient.¿ the patient was in the process of switching providers.

Event description:
Further review of the event revealed that catheter disconnect or occlusion was never alleged. Additional information received reported a catheter revision was performed on (B)(6) 2012 to correct a cerebrospinal fluid leak. The patient was seen in the doctor¿s office two days prior to the procedure. There was a discharge on the patient¿s bandage from the recently implanted ((B)(6) 2012) catheter when steri strips were removed. The patient had received bactrim and lortab the previous day. Fever and chills were denied but the patient had excruciating pain at the site of the lead incision. The labs ordered that day were all within normal limits, except the patient¿s c-reactive protein which was slightly elevated. A culture was performed, but the health care provider (hcp) felt that infection was unlikely at that point. The patient had headaches and pressure on the wound. The headache became better when lying down. It was thought there may have been a cerebrospinal fluid leak around the catheter due to the patient¿s symptoms. The patient was going to continue with antibiotic and pain medication. The plan was to do the procedure on (B)(6) 2012, but the patient had begun to develop chills and increased pain levels and was presented to the emergency room. At surgery, the catheter was noted to have slipped out of the intrathecal space. A new catheter was placed without difficulty. The patient¿s prialt dose had been decreased to 0.6 micrograms per day. The patient returned for follow-up on 2012-jul-17 and was doing ¿much better.¿ his pain level had decreased from an 8 or 9 to a level 6. There was no fever or chills. There were some concerns about the nonfunctioning catheter that was left in place. The patient had a vague pinching feeling to the right of the lumbar incision. It was decided to wait and see if the symptoms resolved in the next few weeks. The assessment of the patient¿s lumbar incision showed that it was intact, clean and healing properly, not draining purulently, not edematous and not erythematous. The patient¿s symptoms as of the appointments on 2012-jul-05 and 2012-jul-17 were reported as low back pain, middle back pain, joint pain, muscle atrophy, physical disability, numbness, and trouble walking. The patient used a wheelchair. The patient was straight leg raise negative, had 4/5 reduced muscle strength in the lower right extremity, and 2/5 active movement with gravity eliminated in the lower left extremity. The patient had decreased range of motion in the cervical spine and tenderness to palpitation at the lumbosacral spine at the lumbar catheter incision site as of 2013-jul-05 and at the bilateral facets of l4/5 and s1 as of 2013-jul-17. It was unclear which of these symptoms was related to the device or therapy. The patient had low back pain, chronic pain syndrome, neck pain, cervical degenerative disc disease, cervical spondylosis with myelopathy, reflex sympathetic dystrophy of the lower limb, spinal stenosis in the cervical region, cervical radiculopathy, and neck problems listed in the patient¿s past medical history.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: following the previously reported revision surgery, most of the patient¿s discomfort was a burning sensation in his right leg, although he also had that symptom in the left leg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).